Event description:
The customer reported there's no image on left monitor. No pt injury was reported.

Manufacturer narrative:
The service rep spoke with customer and customer found power plug on aspec box or dicom box was disconnected. They reconnected the aspec box and image came back on left monitor.